Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Subsequently, an empty cartridge alarm occurred unexpectedly. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was in 170-324 mg/dl range.